Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer took out the battery and when they put it back in, they received a button error alarm. Customer was driving last night and had received 2 button errors. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No button error alarm noted during testing. The up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted during testing. The device had minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.